Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 17-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that 3 years ago the patient noticed their device wasn't working well so they put in a new ¿probe¿ in their brain and got them a new stimulator. There were no further complications reported.